Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump shut off unexpectedly. Customer's blood glucose (bg) level was over 500 mg/dl. Customer gave a manual injection to address bg level. The customer continued to use the pump for insulin therapy.